Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to stroke and customer's blood glucose was high as 318 mg/dl and customer took 2.7 unit. The customer declined troubleshoot for high blood glucose and treated with insulin pump. The insulin pump will not be returned for analysis.